Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the surgeon side console (ssc) was not working. Caller stated the system powered on with recoverable error 857 and after recovering from the fault, the surgeon was not able to adjust any ergonomics or take control of instruments. Customer also stated there was a message prompting them to "remove any obstruction from the viewer". Prior to contacting tse, customer power cycled the system, but issue persisted. Tse reviewed system logs and confirmed errors 857 and 31046. Caller reported after customer confirmed there were no obstructions, customer hard cycled the ssc, but issue persisted. Customer elected to bring in another ssc to complete the procedure. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the dual motor drive (dmd) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The dmd was installed and tested on the final test is 4000 system 1, programmed and system started up in normal mode with no failures and no errors. Power cycles the system 10x with no issues. Dmd was left in the system on idle for 30 minutes with no issues and no errors. Check console ergo switches and ergo axis functionality test and they are all responding normally.